Event description:
When carefusion ltv 1200 ventilator was unplugged and placed on pt for transport, the ventilator alarmed and the read out was "vent inop." We have concerned about this malfunction as this is the fourth carefusion ltv 1200 ventilator to malfunction when on battery power in short time frame. Our investigation suggests there is no correlation between end users and supplies used. There is a correlation between preventative maintenance performed by vyarie/carefusion, as initial testing results in internal batteries holding charge for much less time than MFR's specs indicate.